Manufacturer narrative:
Unit received with constant failed battery test alarm after replacing several new batteries. Problem isolated to electronic assembly. Unable to test for currents or confirm power loss alarm due to constant failed battery test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received the replace battery alert and low battery alert. The customer reported that the this was the second occurrence of the replace battery alert with low battery alert. The battery cap was not loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.